Event description:
The customer reported losing the 12 lead EKG signal intermittently and noted this happened while airborne and while on the ground. No adverse patient impact was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.